Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt died 2 days later. At the medical examiner's request, a manufacturer's representative performed pump telemetry to check the infusion rate and program. The pump reservoir contents were emptied and the pump was refilled with sterile water and reset to a minimum rate. The catheter access port was capped using the mushroom cap, per normal analysis procedures. The medical examiner will contact the manufacturer for further functional testing, if required, at a later dater. A cause of death and an autopsy report has been requested but has not been received by the manufacturer to date. A follow up report will be sent when this is received.